Manufacturer narrative:
Concomitant medical products: concomitant products evolutr-29-us transcatheter valve, implanted: (B)(6) 2016. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged a few weeks after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.